Event description:
It was reported that the customer received a continuous glucose monitor error 42. There was no adverse impact to the customer¿s blood glucose level. The customer decided to use multiple daily injections (mdi) as a backup insulin delivery method, and technical support arranged for a replacement pump to be sent.